Manufacturer narrative:
The device was returned to philips bench repair. The bench repair technician (brt) tested the device using a patient simulator, multimeter, and electrical safety tester. The brt replaced the speaker assembly, and performance assurance tests were completed; the device was working after replacing the speaker assembly. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the device has a speaker malfunction and does not produce any sound which is needed in order to sound alarms. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.